Event description:
It was reported that the patient went to the emergency room (ER) after a shock was delivered. The lead was reported as oversensing and delivered a shock. The lead still remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.